Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism.

Manufacturer narrative:
The device was deactivated before the priming sequence could be completed. No issues capable of preventing the deployment of the needle were observed.